Manufacturer narrative:
(B)(4). It should be noted that although the brand name and lot# of a gore device has not been provided, the instructions for use for the vast majority of gore¿s eptfe patch products that are indicated for the reconstruction of soft tissue deficiencies include the following warnings among others: ¿possible reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. Although the brand name and lot# of a gore device has not been provided, instructions for use for the vast majority of gore's eptfe patch products also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.

Event description:
It was reported to gore that the patient underwent incisional hernia repair on (B)(6) 2005 whereby an alleged gore device was implanted. The complaint alleges that on (B)(6) 2007, an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: infection, chronic pain, hernia recurrence, mesh erosion and swelling abdomen. Additional event specific information was not provided.

Manufacturer narrative:
D1/d2a/d2b: brand name, product code. G3/g4: PMA/510(k)number. H6: codes remain the same. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated type of investigation . H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. After multiple requests, specific lot number information was not provided for this device, but product type has been confirmed. Review of the manufacturing and sterilization records could not be performed as a valid lot number was not provided. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: relevant medical information: (B)(6) 2002: (B)(6) medicine. (B)(6) md. Radiology-abdomen 2 views. Indication: status post proctocolectomy now with small bowel obstruction. Findings: dilated small bowel with associated air-filled levels is seen compatible with a partial mid-small bowel obstruction. (B)(6) 2002: (B)(6) medicine. (B)(6), md. Radiology-abdomen complete. Indication: 37-year-old status post proctocolectomy with j-pouch. Now with small bowel obstruction. Findings: since (B)(6) 2002, there has been decrease in the amount of distention of the small bowel. Several minimally dilated loops of small bowel remain present within the central abdomen. No evidence of pneumoperitoneum is seen. Clips from the patient¿s previous surgery are seen within the pelvis. (B)(6) 2002: (B)(6) medicine. (B)(6), md. Radiology-abdomen 2 views. Indication: patient with ulcerative colitis, status post-proctocolectomy. Now with j-pouch and partial small bowel obstruction. Findings: supine and upright views are provided. Stool mixed with some air is seen in what may represent pseudo-colon or distal small bowel segment project in the right hemiabdomen. Otherwise no abnormal small bowel segments are identified and note is made of numerous suture material projected in the lower abdomen and pelvis. No free air. (B)(6) 2003: (B)(6) medicine. (B)(6), md. Radiology-abdomen complete. Indications: ulcerative colitis status post proctocolectomy with ileoanal j-pouch formation (B)(6) 1992. History of small bowel obstruction and (B)(6) 2002. Now with abdominal pain. Rule out recurrent small bowel obstruction. Findings: supine and upright views of the abdomen. There is a dilated loop of small bowel in the central abdomen that measures 6.8 cm. A loop laterally is minimally dilated at 3.3 cm. Other loops in the abdomen are normal caliber. Findings are compatible with recurrent partial small bowel obstruction. No evidence of free air. (B)(6) 2004: (B)(6)medicine. (B)(6) md. Radiology-abdomen complete. Indications: history of small bowel obstruction x2, now with abdominal pain, nausea and vomiting. Findings: there is a single dilated loop of small bowel projected over the mid abdomen which is worrisome for a closed loop small bowel obstruction. (B)(6) 2004: (B)(6) medicine. (B)(6), md. Radiology-abdomen complete. Indications: status post total abdominal colectomy, iaa with nausea and vomiting. Findings: unchanged focally dilated loop of small bowel projected over the mid-abdomen which may represent a closed-loop obstruction. (B)(6)2004: (B)(6) medicine. (B)(6), md. Radiology-small bowel series. Indication: this is a 39-year-old status post total abdominal colectomy for ulcerative colitis in 1997, now with intermittent abdominal pain and partial small bowel obstruction. Findings: after 4 hours contrast opacification of the distal small bowel was achieved with opacification of the patient¿s j pouch there is a characteristic zigzag configuration of the bowel wall with tethering and marked luminal attenuation which likely represents an area of immobilizing, adhesive fixation. On lateral spot images a midline umbilical hernia was demonstrated with repeated valsalva maneuver which contained a short segment of nonobstructive small bowel that easily reduced. The remaining loops of small bowel are otherwise unremarkable. There is no evidence for active or chronic inflammatory change. No gross intraluminal filling defects were identified. No additional sites of adhesive fixation were noted. (B)(6) 2004: (B)(6) hospitals. [Signature illegible]. History and physical. Status post tac with iaa due to ulcerative colitis approximately 7 years ago. Her post op course has been complicated by small bowel obstruction x3. Her most recent event was (B)(6)2004. She was hospitalized for 1 week pain [illegible]. After discharge patient has been tolerating a clear liquid diet. Two days prior to admission patient has had abdominal pain, nausea, no emesis and no flatus. Patient¿s last bowel movement was (B)(6) 2004 and described as minimal and flesh-colored. Exam: abdomen tender to palpation right lower quadrant, + voluntary guarding, + distension, no bowel sounds, reducible umbilical hernia. Impression: small bowel obstruction requiring admission. Plan: possible lysis of adhesions. (B)(6) 2004: (B)(6) hospitals. [Signature illegible]. Nutritional assessment. Weight 67.5 kg, bmi 25.5. (B)(6) 2004: [facility ni]. (B)(6), md. Operative report. Preoperative diagnosis: recurrent adhesive bowel obstruction. Incisional hernia. Postoperative diagnosis: recurrent adhesive bowel obstruction. Internal hernia. Incisional hernia. Operation performed: exploratory laparotomy with lysis of adhesions. Repair of internal hernia. Repair of incisional hernia. Resident surgeon: joshua mezrich, md. Anesthesia: general endotracheal. Indications for surgery: the patient has a history of ulcerative colitis and is status post restorative proctocolectomy with j-pouch ileoanal anastomosis. The patient had been hospitalized multiple times with small bowel obstruction. The patient was admitted in mid august with nausea and vomiting and plain films consistent with a significant bowel obstruction. A small bowel follow through performed demonstrated narrowing of small bowel within the pelvis suggestive of a critical adhesion. The patient initially responded to conservative management, but rapidly developed recurrent partial small bowel obstruction. In addition to the history of partial small bowel obstruction, the patient also has a nonobstructing incisional hernia. The patient now comes to the operating room for exploratory laparotomy with lysis of adhesions as well as repair of her incisional hernia. Operative procedure: ¿the patient was taken to the operating room and placed in supine position. General anesthesia was administered per endotracheal tube and the abdomen was prepped with hibiclens and alcohol and draped in a sterile fashion. A midline incision was made and carried down to the peritoneal cavity. There were minimal adhesions that were apparent. The small bowel was examined from the ligament of treitz to the ileal pouch. There was a small adhesion at the afferent limb of the pouch. This adhesion, however, did not appear to be obstructing. More significant was the finding of a space located posteriorly and along the right lateral aspect of the pouch exiting down into the pelvis. This open space was an area for a possible internal herniation. This problem was managed by suturing close the space between the pouch and the right lateral pelvis. This was accomplished with interrupted 3-0 polysorb sutures. The abdomen was then irrigated with warm saline. With the opening of the midline incision, the patient was noted to have a midline incisional hernia. This was closed with the closure of the abdominal wall. The abdominal fascia was closed with interrupted 0 dexon and the skin was closed with staples. The patient tolerated the procedure well and she returned to the recovery room in good condition.¿ (B)(6) 2004: (B)(6) hospitals. [Signature illegible]. Discharge note. Principle diagnosis: small bowel obstruction. Principle procedure: small bowel resection. Hernia repair. No heavy lifting >10# x 6 weeks. (B)(6) 2004: (B)(6) medicine. (B)(6), md. Radiology-CT infused pelvic (low abdomen). Indication: history of ulcerative colitis status post pancolectomy complicated by multiple episodes of small bowel obstruction. Now with ongoing abdominal pain, nausea/vomiting. Rule out obstruction. Impression: status post colectomy with no evidence of bowel obstruction as clinically queried. Small left adnexal cystic lesion. Correlate with pelvic ultrasound as clinically warranted. Probable pelvic venous congestion. See attachment for h10/11 continuation.